Manufacturer narrative:
Correction: e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the delivery issue was unable to be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported patient was placed onto impella support due to acute myocardial infarction/cardiogenic shock. Pump was implanted, but excessive bleeding occurred upon removal of the introducer. The pump was removed but could not be loaded back onto the guidewire (wire could not get through pigtail). A new impella was opened and implanted in the patient.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.